Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: the black box shows loss of prime warning associated with a low non-zero force & zero force on 2016-06-14 at 10:21. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor is not detecting the correct force. Force sensor resistance measured in specifications at 9.0k ohms. Removed pump cover; evidence of internal moisture was found on the force sensor pins & internal components. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the complaint, the battery compartment is cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.